Manufacturer narrative:
Per good faith effort (fge) response received 21jan2025, the biomedical engineer (bme) resolved the issue by cleaning out the casters as there was a lot of dust and hair in the wheels. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the casters were not rolling smoothly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the casters were not rolling smoothly. The remote service engineer (rse) advised the customer that the castors/base assembly for the universal stand are no longer available and provided the customer with information on the newer v60 stand. The rse also discussed installing the taller white feet on the v60 for compatibility with the newer stand. The investigation is ongoing.